Event description:
Customer reported high blood glucose while wearing his insulin pump. On (B)(6) 2014, while wearing the device, customer's blood glucose rose to 540 mg/dl despite basal and bolus deliveries. The cannula was not bent. Customer did a complete set change, but he was still not getting insulin. He experienced extreme thirst, frequent urination, painful thighs, and vomiting. Since then, customer has been off the insulin pump and has been treating with manual injections. During trouble shooting, the drive support cap appeared normal. The device was missing its dome sticker. The time and date were incorrect. The basal and bolus wizard settings were correct. Customer said he thinks it may have been a site issue due to scar tissues. A replacement insulin pump was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low reservoir or battery out of limit alarms noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, severely scratched lcd window, scratched reservoir tube window and missing end cap sticker.